Event description:
It was reported that after a sigmoid procedure, the device functioned properly, the collars were good. The device was discarded. A few days later, the patient had abdominal effusion. A CT scan confirmed the diagnosis of fistula of the colorectal anastomosis anal. The surgeon did a second procedure on the patient (laparotomy) on (B)(6) 2012. The patient is doing well. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived sterile and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.